Manufacturer narrative:
Pending investigation. Concomitant medical products: 00-t193-119-90 - oscillator blade m-class 19/13x 1.19x90mm 547475. 200-04-22 - cement type finned tivial tray 2f/2t 3917071. 230-03-02 - cr cement type ak femoral components r-2 3931731. A10007 - gps disposable kit 1016015004. Tn190-119-05 - oscillating blade m-class 19x1.19x105 644015. Correction/removal number: z-0019-2022.

Event description:
As reported, this patient had an initial right tka on (B)(6) 2015. The patient complained of knee swelling and pain and the surgeon diagnosed the wear of the tibial insert. The patient was revised on (B)(6) 2022. Breakage and wear was observed in the retrieved tibial insert, as well as metallosis. The surgeon removed parts and pieces of polyethylene particles and proliferative tissues were resected by the surgeon appropriately.

Manufacturer narrative:
H3: the revision reported was likely due to progressive prosthesis wear over 7 years of implantation secondary to mechanical overload on the posterior medial edge of the tibial insert leading to full thickness polyethylene wear and metallic wear of the tibial tray. Contributions from overall slope of the insert and tibial tray, rotational malalignment and/or soft tissue instability may have allowed for excessive posterior contact leading to wear of the polyethylene insert. However, the contributions of individual factors or a combination of the aforementioned factors cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely due to progressive prosthesis wear over 7 years of implantation secondary to mechanical overload on the posterior medial edge of the tibial insert leading to full thickness polyethylene wear and metallic wear of the tibial tray and/or femoral component. Contributions from overall slope of the insert and tibial tray, rotational malalignment and/or soft tissue instability may have allowed for excessive posterior contact leading to wear and possible fracture of the polyethylene insert. However, the contributions of individual factors or a combination of the aforementioned factors cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.